Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat ,a moderately calcified, moderately tortuous distal left circumflex coronary artery that is 75% stenosed. During advancement of a 2.00x15mm mini trek balloon dilatation catheter, resistance was noted due to anatomy. Once at the lesion, the mini trek balloon was inflated to 8 atmospheres and on the second inflation, the balloon ruptured at 10 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.